Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient hip has been in for years, don¿t know exactly, mom. Metal liner painful hip took out liner and hip ball and replaced to poly liner. Do: unknown. Dor: (B)(6) 2019, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Provided images are of the explanted femoral head and liner. No images of the femoral stem were provided. Visually, nothing outward to suggest product error can be identified. It is not possible to determine a root cause for the problems reported using photographic images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.